Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, largebore 8 inch ext vlv, during an iron infusion the set was unable to be flushed. Patient 4. Additional information: please confirm how the fault was identified? Iron visible in the line after the completion of the flush. Please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Noted at the completion of the infusion flush. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Alaris syringe driver. Please provide details of the *type, size, and manufacturer of fluid container in use? *(i.e, is it a collapsible bag, a semi rigid plastic container or a glass bottle) 20 ml syringe please confirm the make and model of the connecting product(s) to the reported set? Extension set low sorbing 150cm 1.19ml. Please confirm what substance was being infused during the time of the event? Ferric carboxymaltose with normal saline flush. Was there any patient harm? No. Was there an under infusion?